Manufacturer narrative:
(B)(4). The device has not been returned at the time of this report. The investigation of this complaint is in progress.

Event description:
Customer complaint alleges that "the handle has started to flicker when attached to laryngoscope blades making in unable to be used". Alleged defect was detected during inspection prior to patient use. No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The handle was returned for evaluation. A visual exam was performed, along with functional testing on several different blades. No issues were detected. The device functioned as intended with no flickering or dimming. The reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges that "the handle has started to flicker when attached to laryngoscope blades making in unable to be used". Alleged defect was detected during inspection prior to patient use. No patient involvement reported.